Event description:
Customer's father reports of having trouble uploading insulin pump, but was advised that due the unexpected restart alarm received, upload would be prevented. Customer's father also reports a no delivery alarm and was able to remove infusion set and noticed it was a site issue. Customer requested to have insulin pump replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had multiple alarms in the alarm history screen. Insulin pump alarmed due to corrupted history file. Insulin pump was unable to download to carelink pro due to corrupted history file. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.